Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 568:320:654:0000 was confirmed during product evaluation. The root cause of this condition was assigned to a damaged speaker harness. The main speaker was replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a failure code of 568:320:654:0000. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the biomed service department. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.